Manufacturer narrative:
Concomitant product: 500 ml ns IV bag; ext set, MFR/model unknown; therapy date (B)(6) 2015. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a chemo leak. Patient receiving doxorubicin 16 mg/ m2, etoposide 80 mg/ m2 and vincristine 0.4 mg/ m2 in 500 ml ns bag for 24 hour. Patient noticed orange dots on sheets. No harm to patient reported. Event occurred on med surg floor.

Manufacturer narrative:
(B)(4). The customer¿s report of the set leaked at the filter was not confirmed. No anomalies were noted during visual inspection. Functional testing was performed. The set flowed freely without any leaks noted on the micron filter or at any of the components. The root cause of the reported set leaked at the filter was not identified.